Event description:
It was reported that no diagnostics have been collected since the device was implanted. The implant detect was not turned off. The device is still in use and the implant detect will be turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.